Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high and undefined superior vena cava (svc) defibrillation impedance. A day later the rv defibrillation impedance was also high and undefined. The rv pacing impedance was found to be varying. The lead was explanted and replaced. No patient complications have been reported as a result of this event.